Manufacturer narrative:
A partial lead measuring 20.6cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2016 with complaints of shortness of breath and chest pain. The patient had gram positive bacteremia and vegetation was seen on the leads. Antibiotics were started and lead removal was scheduled on (B)(6) 2016. However, the patient coded on (B)(6) 2016 and was subsequently revived. The patient then had multiple vt episodes and all were treated appropriately. The patient's family issued a dnr status and the patient passed away on (B)(6) 2017.